Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to boot up. An onsite field service engineer (fse) inspected the system and identified an issue with the ups battery. As troubleshooting steps, fse bypassed the ups, and the system was connected directly to the hospital¿s mains power, after which the system powered up normally. Since the ups was supplied and owned by the hospital (schneider electric USA), it was not serviced by philips. The fse confirmed that, following this action, the system was restored and returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party ups problem, and this ups is not a part of the philips component and the issue caused by ups failed due battery issue. Based on the investigation results, philips concludes that the complaint is not reportable. Codes are added based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.